Event description:
Event description guidant received information that this implantable pacemaker (ipm), six months post-implant, the physician observed that there was a problem during interrogation of the device. The physician has explanted the device.